Event description:
Customer's mother called to report that insulin pump primed the insulin out. The insulin squirted out during the manual prime process. The drive support cap is protruded. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during prime alarm test due to protruded/loose drive support disk. The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk.